Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, "while pt was being transported to MRI, IV pump died within a min even though it had been plugged in and battery indicator was given, 3% saline at 30 ml/ hr was transported with him."

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, "while pt was being transported to MRI, IV pump died within a min even though it had been plugged in and battery indicator was green, 3% saline at 30 ml/ hr was transported with him. Received a copy of the customer's medwatch report from the FDA which states "IV pump stopped working while transporting patient, even though it had been plugged in and battery indicator was green. No harm to patient.".

Manufacturer narrative:
Additional information: a1, a2, a3, b.5, g.3, patient and device codes, as well as added regulatory agency ref number; 0500470000-2019-0032.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, "while pt was being transported to MRI, IV pump died within a min even though it had been plugged in and battery indicator was given, (B)(4) saline at 30 ml/ hr was transported with him" received a copy of the customer's medwatch report from the FDA which states "IV pump stopped working while transporting patient, even though it had been plugged in and battery indicator was green. No harm to patient."